Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe plunger movement was difficult. The following information was provided by the initial reporter: description: 20 ml syringes with luer lock tip make syringe shoots sounding in "occlusion". Consequences: maximal pressure is pre-set to 200 and this is not enough. Measures taken: to allow the passage of medicines from these syringes, it is necessary to increase the maximum pressure to 400.

Event description:
It was reported that bd plastipak¿ syringe plunger movement was difficult. The following information was provided by the initial reporter: description: 20 ml syringes with luer lock tip make syringe shoots sounding in "occlusion". Consequences: maximal pressure is pre-set to 200 and this is not enough. Measures taken: to allow the passage of medicines from these syringes, it is necessary to increase the maximum pressure to 400.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1903245, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of lot 1903245 were used for further evaluation. The product was inspected and no damage or molding defect was observed in any of the product. During the manufacturing process, samples for each lot produced are testing for silicone content, break-out force, and sustaining force to ensure the product is within specifications. This testing was completed on the retained samples and both the results of that testing, and the results reviewed for the reported lot were found to be within required limits. H3 other text : see h.10.